Manufacturer narrative:
On 27-aug-2015, conmed received one (1) "partially opened" package containing the 90 degree micro sagittal blade for evaluation. Visual examination of the returned package/product found a puncture hole on the tyvek lid. Dye leak testing by the packaging engineer confirmed the package failed leak test resulting in breach of sterility. The exact cause of the puncture hole was unable to be determined; however, it is believed that the movement of the blade inside the package could have contributed or caused the damage noted on the tyvek lid. In this instance, it is believed that this type of damage to the tyvek lid could have occurred during shipping and/or handling of the device. This lot with the unique identifier (UDI) (B)(4) was manufactured on 03-mar-2015. (B)(4), there were no other similar reports received for this item and lot number combination. A two year review of product history for this device showed other than this complaint there have been no other reports received of "puncture hole" on the tyvek lid. (B)(4). This is an isolated incident. Nonetheless, an investigation has been opened to address this issue. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The customer reported that during a procedure, the surgical staff noticed the cutting tooth of the micro sagittal blade coarse protruded through the tyvek lid of the sterile package. Reportedly, this caused a puncture hole on the tyvek lid presumably during transit. Testing results confirmed the returned packages failed the dye leak test on (B)(6) 2015. Another like-device was used and the procedure was completed as planned with no further complications or patient impacted.